Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (svc code 204) has been confirmed. Upon eval, it was discovered that component y402 (smd crystal oscillator) on the ca board was defective. The defective y402 component prevented the monitor from being able to communicate with the belt. The root cause of the defective y402 component was likely due to random component failure. No adverse event resulted from the defective component. The pt received a replacement monitor. No problems were discovered with the pt's electrode belt.

Event description:
A pt svc rep (psr) contacted zoll customer support while assisting a (B)(6) female pt to report that he is receiving constant adjust/check belt messages. The pt was issued a replacement electrode belt and a replacement monitor.